Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor was stretched. The outer tubing was kinked/buckled. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. The lead was stretched, and there was apparent explant damage. A visual analysis was performed only. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. The outer insulation had breached environmental stress cracking (esc). All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic esc, cosmetic metal ion oxidation and cosmetic depression. A visual analysis was performed only. (B)(4) -the device was returned to the manufacturer and analyzed. The analysis was inconclusive.

Event description:
It was reported that the patient is deceased. A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a mortician at the medical center with a note indicating a potential performance issue. Additional information indicated the patient's ICD "went off at home" and emergency medical services (ems) was called. Ems found the patient pulseless, resuscitation efforts were initiated. In the emergency room resuscitation was continued without patient improvement. Though cardiac tissues are being tested; the mortician states the cause of death is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor was stretched. The outer tubing was kinked/buckled. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. The lead was stretched, and there was apparent explant damage. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. The outer insulation had breached environmental stress cracking (esc). All conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic esc, cosmetic metal ion oxidation and cosmetic depression. A visual analysis was performed only.